Manufacturer narrative:
Medtronic received additional information that this mitral annuloplasty ring was replaced with a non-medtronic bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, it was explanted. The reason for replacement and the replacement product are unknown. No additional adverse patient effects were reported.